Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Zimmer biomet shell and liner were used in conjunction with competitor's head and stem. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of these products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk stem (depuy), unk head (depuy) continuum vivacit-e neutral liner # item 00885101536 lot 62192207, bone screw 6.5x15 selftap (qty - 2) # item 00625006515 lot 62955423, bone screw 6.5x15 selftap # item 00625006515 lot 62515380, bone screw 6.5x15 selftap # item 00625006515 lot 62553201, bone screw 6.5x40 selftap # item 00625006540 lot 62959162. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to acetabular cup loosening approximately 4 years post initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time.